Event description:
The customer reported the filament was out of calibration. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The ge service rep checked the voltages on the mainframe and workstation; all were within manufacture specs. He reseated cables on the mainframe and completed filament and collimator checks. He flashed the nodes and downloaded calibration files to the system. The rep booted the system multiple times and verified system is operating as intended.